Event description:
Thirteen days following an uneventful endometrial ablation, pt admitted to hosp with complaint of lower abdominal pain. Physician drained the uterine cavity. Cultures were taken but came back negative. Pt was treated with antibiotics, released three days later and recovered normally. No surgical intervention was required.